Event description:
It was reported that the programmer will not boot up past the black screen. It was also noted that the programmer "freezes up" during startup as well as during interrogation. The programmer was returned for service. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not verify the programmer freezing up. However, software corruption was found during software analysis. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board and the 25 speed button on the chart recorder keypad was damaged.